Event description:
It was reported that the right ventricular (rv) lead impedance was slowly increasing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012 02:15:03. The weekly pace lead impedance trend data shows a gradual increase for min and max rv pace from 696 to 1008 ohms range between (B)(6) 2010 and (B)(6) 2012.